Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years 10 months post transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 valve, the patient was admitted to the hospital for shortness of breath, lightheadedness, palpitations, fatigue, and chest tightness. The patient was started on bilevel positive airway pressure (bipap) in the emergency department (ed) since they were hypoxic and desaturated to the mid 80's despite being on 6l of oxygen. The patient was also given 20 mg of lasix and subsequently was transferred to the medical intensive care unit (micu). The patient's diuresis oxygenation improved and was weaned to nasal cannula and eventually to room air. A chest x-ray and computed tomography (CT) were performed with concerns for marked pulmonary edema without appreciable cardiac dysfunction on transthoracic echocardiogram (tte) with the exception of a mildly reduced lvef. A CT of the heart was then performed and revealed a 23 mm sapien 3 valve with severe hypo-attenuated leaflet thickening (halt). The patient was initiated on anticoagulation to determined if this would improved the gradients. If there was no improvement, the next step would be a valve in valve procedure with a basilica approach due to the left coronary artery being too low and it would be high risk versus a snorkel (non-edwards) stent. Additional information was received approximately 6 years 1 month 1 day post tavr procedure revealing the anticoagulation did not improve the patient's halt. The patient has been scheduled for a valve in valve procedure with a 23 mm sapien 3 ultra valve with balloon assisted basilica.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery or medical records were provided. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve leaflet thickened/hypoattenuated leaflet thickening was unable to be confirmed due to the unavailability of imagery or medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (leaflet thickening) is potential risk associated with the use of the transcatheter heart valves (thv). Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification/leaflet thickening including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. As reported, "approximately 5 years 10 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient was admitted to the hospital for shortness of breath, lightheadedness, palpitations, fatigue, and chest tightness...a CT of the heart was then performed and revealed a 23 mm sapien 3 valve with severe hypo-attenuated leaflet thickening (halt). The patient was initiated on anticoagulation to determine if this would improve the gradients". In this case, a definitive root cause was unable to be determined; however, the event may be due to patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.